Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4) the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the mid to distal left anterior descending artery. A 2.80x16 mm graftmaster rx stent system was advanced toward the perforation and failed to cross due to the patient anatomy. Reportedly a seal was achieved using an unspecified compliant balloon. There was no clinically significant delay in the procedure. No additional information was provided.